Manufacturer narrative:
Cmp (B)(4) d10 medical devices: unknown femoral catalog#: ni lot#: ni unknown tibial insert catalog#: ni lot#: ni g2 foreign source: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, patient was revised due to loosening as the tibial tray separated from the cement mantle.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the item and lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.